Event description:
The customer reported that his olympus camera head was producing an intermittent image during use. According to the initial reporter, when the image was present, it was noisy. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was no image present during testing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received confirming the event date as 22dec2022. The customer went on to note that this event occurred following the completion of an inspection procedure. Finally, the customer confirmed there was no patient harm as a result of this event.